Event description:
It was reported that the patient's pump had a non-responsive button that required pressing 5-6 times to wake the screen. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.